Event description:
The customer reported to corporate product surveillance that the 60" high flow rate extension set, product code 2n3349, lot number ur09h27130, is breaking at the catheter end when attaching to the patient. This has happened a couple times. The nurse just started an infusion of diprivan and noticed it leaking at the connection. It was noticed right away and the customer confirmed there was no patient injury. The set needed to be changed. It was cracked on the inside and outside. No additional information is available.

Manufacturer narrative:
(B) (4) evaluation summary: one actual unit was received for evaluation purposes related to a cracked condition. Visual inspection of the sample was performed and a crack in the male luer lock was confirmed in the thread area. The most probable root cause could be incorrect use of the set by the end user. If the luer was broken prior to use, the assembly machine would not be able to preform the loading process of the affected component. The machine was verified on 01/19/2010 and no discrepancies were found.